Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas), and the reported events could not conclusively be established through this evaluation. Device was not explanted for evaluation. Stroke and thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient woke up on (B)(6) 2017 with confusion, aphasia and right sided weakness. Onset was unknown. A head CT showed distal m1 thrombus. A diagnosis of acute rca stroke was made and the patient was taken to interventional radiology. A thrombectomy indicated rapid flow past areas of thrombus. At the time, the patient's pump parameters were reportedly within normal limits (9200 rpm, 5.0 lpm, 6.5 pi, and 5.0 watts). The patient remained in the ICU for several days with questionable neuro status. On (B)(6) 2017, the patient was following simple commands. Interrogation of the lvad system noted pi events and pump power up to 8 watts. On (B)(6) 2017, the patient¿s neurological status declined and a discussion was held with the family to withdraw support. On (B)(6) 2017, the lvad system was turned off per the family¿s request and the patient expired. An autopsy was not performed and pump was not explanted. No additional information was provided.